Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump got warm while charging. Reportedly, the customer was charging with a non-tandem usb cable. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.